Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, coronary artery disease, prior cardiac surgery (coronary artery bypass graft, prior mitral valve surgery), prior stroke, peripheral artery disease, prior pacemaker, heart block, bicuspid aortic valve. Complications reported included death, surgical intervention (pacemaker, valve-in-valve, conversion), unexpected medical intervention (post-dilatation), hospitalization, stroke, cardiac tamponade, vascular dissection, occlusion, renal failure, heart block, aortic regurgitation, thrombus, myocardial infarction, endocarditis, heart failure, off label use; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: self-expanding intra-annular transcatheter aortic valve replacement system in patients with severely calcified aortic valve.

Event description:
The article, "self-expanding intra-annular transcatheter aortic valve replacement system in patients with severely calcified aortic valve", was reviewed. The article presented a retrospective, multicenter study to assess the impact of aortic valve calcification (avc) severity on procedural and clinical outcomes following transcatheter aortic valve replacement (tavr) with self-expanding intra-annular transcatheter heart valves (thvs). Devices in the study were solely portico and navitor. The article concluded that use of self-expanding intra-annular thvs seems to be an effective and safe strategy also for patients with severe avc, achieving comparable outcomes to those with lower calcification burden. [The primary and corresponding author was ander regueiro, hospital clínic, cardiovascular clinic institute, institut d¿investigacions biomèdiques august pi I sunyer (idibaps), university of barcelona, barcelona, spain, with corresponding email: aregueir@clinic.cat]. The time frame of the study was from october 2017 to september 2024. A total of 371 patients were included in the study, of which all received an abbott device. The average age was 82.6 years and the majority gender was female. Comorbidities included chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, coronary artery disease, prior cardiac surgery (coronary artery bypass graft, prior mitral valve surgery), prior stroke, peripheral artery disease, prior pacemaker, heart block, bicuspid aortic valve.